Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing that resulted in some atrial tachycardia (at)/atrial fibrillation (af) episodes terminating prematurely. It was also noted that the right ventricular (rv) lead exhibited a significant drop in the r-wave amplitude within two weeks. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.